Manufacturer narrative:
Medical devices continued: 5054-58 lead, implanted (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.